Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3 had failed and was not detected on the bus. A field service engineer found that the full-height drawer 3 was off the bus and that no lights were illuminated on the board. The fse replaced the full-height drawer with one given by the customer and rebooted the station, after which the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3 could not be recovered. The system indicated that the device was not connected to the bus. The customer opened the back panel to inspect the drawer and noted that the indicator lights on the latch side of the drawer were not illuminated. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.